Manufacturer narrative:
H6: investigation summary: bd received 5 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for defective marking was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of defective marking was observed in the customer samples, however no issue is observed in retain samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective marking. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ advance plus blood collection tubes defective printing on the product was found. No health impact or consequence reported.